Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt wants to have adjustments made to stimulation, and said the last MRI they had showed "the leads have moved a couple inches and I am really struggling with pain". Pt says this started happening several months ago. Pt says when they "walk I can hardly breathe because it hurts so bad". They said its been getting worse and worse. Pt had a fall in june but says "I only hurt my shoulder and rib and maybe my back I don't know". Pt provided managing healthcare provider (hcp) info. They said they have only seen a physician assistant so far, but they will call them and ask for a rep to be there. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2024-17843. Code f2203 added to reflect reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.